Event description:
Patient reported they experienced the events of ¿read that the implants are faulty", "is worried about the implants causing lymphoma¿, discomfort", "inflammation" and "periprosthetic fluid". Patient further reported ¿spondylitis¿, ¿inflammation of the joints¿, ¿immunologic problems¿, and ¿joints were hurting a lot¿ which have been deemed not related to the device. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid".

Event description:
An ultrasound report was provided which reported "mammmary lymph node with reactive changes¿ and ¿lymphatic ganglion of reactive pattern¿ as well as ¿simple cysts and simple nodules¿.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.